Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a 6 mm steel contact detach infusion set and contacted support for assistance with an infusion set and cartridge change; the agent guided the user through removing the old set and cartridge, rewinding, installing a new cartridge, connecting new tubing and set, priming, applying the new set, and filling the cannula, after which insulin delivery resumed and the ilet reduced the glucose level from a reported peak of 270 mg/dl, with elevated glucose lasting about two hours and high alerts reported. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the device functioned after set and cartridge replacement and that the precise cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.